Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad traces. The pump also had corrosion. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 142 mg/dl. The customer stated that she was in the pool with the pump on. The customer stated that there is water on the front screen. The customer removed the battery and button error would not clear. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.